Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number (B)(4). Currently, these products are to be handled by arjohuntleigh abs complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). The device was evaluated by an arjo representative. It was indicated that the battery of the alenti lift is damaged and not usable. The battery was disposed of. Collection of additional information is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified about an incident with involvement of alenti hygiene lift. It was reported that the battery of the alenti fell on the floor. No injury or other medical consequences were reported.

Manufacturer narrative:
Collection of additional information is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
Arjo decided to report this event in abundance of caution due to an allegation that the alenti lift battery fell to the floor. However, when clarifying the circumstances to this event, it became apparent that this event is not reportable. The battery fell out of a caregivers¿ hand and fell onto the floor. As a result the battery became damaged. The battery was disposed of. The instruction for use (IFU) contains important information regarding the use of the device: "be careful not to drop the battery." This complaint is therefore considered an use error. The review of complaints performed for the last five years determined that events of batteries falling out of the caregiver's hands have not caused or contributed to a death or serious injury in the past. Based on the additional information gathered, arjo does not considered these type of events as reportable and will not report them in the future.